Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4), no predilatation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible on the full length of the shaft and in the guide wire lumen, consistent with handling and the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. The first three rows of the proximal end of the stent implant were mangled, confirming the reported information. A non-abbott 6f guiding catheter was also returned. There was no damage noted to the guiding catheter. The inner diameter of the competitors guiding catheter was measured with pin gauges and measured .069 inches. The stent outer diameters were measured and met manufacturing criteria. An attempt was made to advance the sds through the returned 6f guiding catheter; however, the sds could not be advanced due to the mangled proximal struts. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported that the lesion was not pre-dilated prior to use of the xience v sds which may have contributed to the reported difficulties. It should be noted the instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. The patient anatomy was mildly calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The hypotube and jacket were separated 136.5 cm proximal to the tip. The fracture face was ovaled and the jacket was stretched and jagged. The proximal portion of the shaft was not returned. There was a bend in the hypotube 2 cm distal to the separation. It was reported the shaft was kinked during packaging, handling and return to abbott vascular for analysis. Further manipulation likely contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The failure to advance can be influenced by many factors and are not generally associated with a product quality deficiency. In review of all incidents, there is no lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that during a direct-stenting procedure with the xience v stent delivery system (sds) in the mid left anterior descending artery, the device was not able to cross and during withdrawal, the stent got caught with the tip of the guiding catheter. Vessel and lesion site was characterized as being mildly tortuous and calcified, eccentric, de novo and 75% stenosed. Withdrawal of the sds was not possible, so the devices were removed as one system and upon removal the proximal stent struts were found to be flared. Another xience v sds was used to continue with the procedure. It is also noted that the shaft was kinked during preparation for return. No adverse patient effects were reported. No additional information was provided.